Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that during device interrogation the rv lead showed noise. The noise could not be reproduced using isometrics and is suspicious for early lead failure. Patient experienced episodes of inappropriate atp due to oversensing of the noise.